Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 360 mg/dl between 4 and 24 hours of wearing the pod. The patient reported upon removal of the pod from their arm, there was no redness or swelling but there was bleeding once the pod was removed. The patient further reported there was leaking from the pod site. The patient sought medical attention on (B)(6) 2025. The patient symptoms included vomiting, feeling nauseous and weak. The patient was diagnosed with diabetic ketoacidosis, and they were treated with fluids and nausea medicine. The patient was in the emergency room for approximately 6 to 8 hours.